Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to open or close lever/foot. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open or close lever/foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure using a 6f sheath. Reportedly, during step 4, there was resistance bringing the lever back down. The device was able to be removed with the footplate open. Surgical intervention was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.